Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found to be at eos but had good stable output. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported having more leg pain and back pain since 4-5 months before (B)(6) 2016. It was stated they had a CT scan and it showed l3 herniated disc. They also had an electromyography (emg) which showed pain in the feet and knees. It was noted this could be arthritis, but the doctor said it could be neuropathy. It was stated that standing made their pain worse or if they walked a lot or bent. The consumer mentioned that they did have days where they didn¿t have to turn stimulation on. It was also reported that they thought they saw the elective replacement indicator (eri) on the recharger 2 weeks ago. It was noted they though it said ¿ER.¿ the patient was implanted for failed back surgery syndrome. Additional information received from the consumer reported that the no steps were taken to resolve the eri and more leg/back pain until they see the doctor at the pain clinic. It was stated that in (B)(6) 2016, both of their legs and back were giving them more pain so they contacted their medical doctor where they made appointments for them to have an emg and cat scan. The emg showed nerve damage from diabetes of 42 years in their legs and the cat scan showed arthritis in their spine and a herniated disc of l-3. The saw a different doctor on (B)(6) 2016 and they thought their device might not be working or losing battery life since it was installed (B)(6) 2008. They were sending them to the pain clinic to see how much battery life was left and to see about replacement. Their appointment was (B)(6) 2017. The pain clinic was trying to get them in this month of (B)(6). It was noted they had requested a manufacturer representative to be at their appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.